Manufacturer narrative:
Concomitant medical products: 4194 lead implanted: (B)(6) 2009; 5076 lead implanted: (B)(6)2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion, with the longevity estimate decreasing from 5.4 years to 2.9 years in ap proximately one year. It was noted there were no changes in device [programming] or use of high voltage therapy. The device remains in use. No patient complications have been reported as a result of this event.